Event description:
Meter name: ot profile, strip name: ot profile, meter code: 8, strip code: 8 strip storage: unknown, symptoms: dizzy, anxiety, short of breath. A patient reported they sent for a paramedic. Thier meter allegedly was inaccurately low. The result on their meter doesn't know test result, but about 100 points difference. The result on the paramedic meter was unknown. The time difference between patient's meter and paramedic meter was 21-30 minutes apart. Treatment was given insulin. No furhter information has been reported.